Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Light sensitivity is a known potential consequence of refractive laser surgery. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient is complaining of increased light sensitivity while outdoors in the left eye approximately seven months post lasik. Patient was prescribed a non steroidal anti-inflammatory topical drop. Artificial tears dosage was increased. Upon follow up, patient continues to be seen for follow up visits. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.